Manufacturer narrative:
Upon further evaluation of the device by reliability engineering, it was determined that the reported condition could not be confirmed. It was further determined that the device failed the cutter insertion assessment. During repair it was observed that the bearings are broken and corroded creating a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment and not allowing the cutter to pass through. The assignable root cause was determined to be due to wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's email address was not provided. Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - bearings, ball bearings fell apart, missing balls and cage missing, failed-clatter and failed ball bearing. It was further noted that the device failed pre-test for temperature, cutter insertion and lock operation. Therefore, the reported condition was confirmed. Since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.